Event description:
Patient tracking received a tracking form through email reporting a catheter revision due to catheter migration. The patient was reported to have a lack of pain relief and had volume discrepancies observed at their last four refill appointments. A catheter dye study was performed and it was determined that the catheter was shown to be pulled out of the intrathecal space. The patient had reported a previous fall, but could not recall when it was. The patient's old catheter was discarded after the surgery.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause for the alleged issue could not be determined. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).